Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited noise. The patient had slow ventricular escape so no programming changes were made. The patient was stable and would continue to be monitored.